Event description:
It was reported via post market registry that the pt was experiencing increased spasticity. The hcp explanted and replaced the pump due to "pump malfunction related; underinfustion". The event is described as "ongoing". A follow-up report will be sent if add'l info becomes available to us.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.